Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 460 mg/dl while sensor glucose value was 90 mg/dl. The customer reported hyperglycemia, treated with a visit to the emergency room and hospitalized for a day, user was also treated with manual injections. Symptoms included feeling dizzy and trouble walking. Ketone test was done; none were present. The event involved product(s) mmt-7020mla. The sensor was worn for unknown number of days. Sensor was telling him his sg was 90 mg/dl, he ate and then he was 490 mg/dl bg. Auto mode was in use at time of event. No product return is expected for mmt-7020mla.